Manufacturer narrative:
(B)(4). Dropping/ejecting clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 13 conforming clips and ejected 2 clips. During functional testing the instrument jammed once due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed the subsequent clips could be fed. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure the device jammed. Another device was used to complete the case. There were no adverse consequences to the pt.